Event description:
It is reported that the patient's insulin pump was displaying a battery error. When the patient reset the pump the buttons stopped working. Patient's blood glucose level is 130mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Insulin pump noted no unexpected number ramping or scroll bar moving or no moisture damage on battery tube assembly. Insulin pump received with no button response due moisture damage on electronics assembly. Insulin pump had moisture damage on the motor and vibrator assembly during visual inspection. Insulin pump performed the operating currents due to no button response. Insulin pump has scratches on lcd display window, cracked lcd display window, cracks on the battery tube threads and scratches on the reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.